Event description:
This event involves a clinical investigational (ide) catheter. During procedure, physician had difficulty mapping. He changed sheaths and ended up using one that was stiff and presented in advancing. In addition, pt became agitated and sat up, possibly because of inadequate sedation. It is believed that during the agitation, pts movements caused the catheter to perforate. Fluoroscopy demonstrated pericardial effusion. Pericardiocentesis was performed. 2d echo was performed every hour to confirm absence of tampondade. Pt developed persistent hypotension followed by heart block. Temorary pacer, advanced cardiac life support and open chest cardiac massage were performed, but pt failed to respond to treatment. Note: the medication aprotinin which was given to the pt might have decreased the pt's blood pressure which could have contributed to the death.